Event description:
An ophthalmic surgeon reported that the infusion "flowed outside the ocular", "not inside the ocular" during a cataract-vitrectomy procedure. The product was replaced and the surgery was completed. There was no patient harm reported. It was indicated a product sample is available. No further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the returned sample was visually inspected and it was noted the snap clamp was in the shut position on the liquid infusion line. The infusion cannula was confirmed to be a 25 gauge by performing a fit test on a 25 gauge trocar taken from labstock. A cassette leak test was performed using an external pressure source and no leakage was detected. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).